Event description:
On 12/20/2000, the end-user called minimed, USA and stated that the luer lock of pt's infusion set cracked during set wear and this had caused high blood glucose level. (Bg 340). The end-user was on third day of set wear when the leak was noted. The end-user was hospitalized due to a viral flu. Maersk medical rec'd the complaint and the used infusion set on 2/9/2001. The incident took place in use.